Event description:
When the physician was removing the flexor raabe guiding sheath, the sheath broke at the hub and a portion remained in the pt. The physician was unable to remove the fractured piece and the pt was taken to operating room for removal. No adverse effect to the pt after removal of the fractured sheath.

Manufacturer narrative:
No product returned to assist in the investigation. Per quality control specification, there is 100% inspection confirming flare on proximal end of sheath is caught securely in proximal fittings. It is also verified that the sheath does not rotate in cap fitting and the coils in sheath continue into cap. Each flare is also checked. An IFU is provided with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Without the device returned for investigation, the complaint is confirmed solely on customer's statements of the event and complaint trends for this failure mode and product. A review of records found the products from the complaint lot number were assembled after the effective implementation date of 09/15/2010 for a change that required additional control for the hub attachment process on flexor sheath 8.5 fr and less. A CAPA was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode.